Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "did not fire the clips properly"? Did the device jam (not fire clips)? Did the device feed clips sideways into the jaws? Did clips drop or eject from the jaws unformed? Did clips fire (deploy) from the jaws unformed, malformed or scissored?.

Event description:
During a hiatal hernia operation, the device did not fire the clips properly. Furthermore, when the surgeon tried to fire again, a small piece fell off of the instrument. However no complication for the patient was reported due to the error, except that the ¿pleura was open a little bit longer than normal¿.

Manufacturer narrative:
(B)(4). Batch # p93971. Additional information was requested and the following was obtained: can you please clarify how the device "did not fire the clips properly"? Did the device jam (not fire clips)? Did the device feed clips sideways into the jaws? Did clips drop or eject from the jaws unformed? Did clips fire (deploy) from the jaws unformed, malformed or scissored? Unfortunately, I have no further information regarding this case. Device analysis: the analysis results found that the el5ml device was received with the tissue stop out of position. In addition, the tissue stop was returned inside a plastic bag. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 8 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.